Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. The md stated that the death was not related to an enb device or the enb procedure. If additional information is received a follow-up report will be submitted.

Event description:
The patient had a superdimension procedure on (B)(6) 2016. The procedure was reported to be completed without complications. Subsequently the site reported that the patient died of respiratory failure related to lung cancer (B)(6) 2016. The md stated that the death was not related to an enb device or the enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.